Event description:
Target was informed that during a gdc coil embolization, after the balloon catheter was inflated multiple times, the balloon would not deflate. This incident did not cause any injury or complications to the pt. The procedure was successfully completed with another unit.